Event description:
PICC placed 12/21/93. From 12/31 to 1/5, catheter occluded daily. Rptr was able to open occlusion with means ranging from arm position change to vigorous exercise. Eventually, the occlusion became too difficult to open, requiring removal and replacement. Removal was difficult, terrible to remove by usual means. Pt had to be transported to a local hosp for removal of PICC under fluoroscopy. Catheter was removed in 3 pieces by dr. (Lidocaine was injected to relieve venospasm.)